Manufacturer narrative:
Method: device history record review. Results: based on the results of the DHR review, the available information given within this complaint, product evaluation and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. No definite root cause for the complaint is determined. Additional information has been requested from the surgery facility but none had been forthcoming. Conclusion: based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: results (evaluation result): visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The lens was returned in liquid. Conclusion (unable to confirm complaint): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated a 13.2mm micl13.2 implantable collamer lens, -10.0 diopter, misfolded and was damaged. There was no patient contact or injury and the backup lens was used. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.